Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded. This dm0010faa easydrill cranial perforator with lot number 721/20 was manufactured by micromar. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while creating a burr hole for a cranial surgery, the perforator didn't stop and damaged the dura. It was reported that there was no additional intervention performed, no procedure delay, and the procedure was completed using the reported device. It was also reported that the device has been discarded. On follow-up, it was reported that there was no further information that can be provided regarding the event and the status of the patient post-surgery.